Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient presented with high, high voltage lead impedance noted via merlin transmission. The high vector was svc to can. Rv to can was in range. Programming changes were recommended. Physician decided to continue to monitor the patient. Patient was asymptomatic and doing fine.